Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the receipt of this report, the patient started treatment for the peritonitis with injection (inj.) Meropenem, 1gm/1 day and inj. Vancomycin, 1gm/ every fifth day intraperitoneally. It was not reported whether the patient was hospitalized for the event. The outcome of the peritonitis was unknown. The action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.